Event description:
The patient was seen in the emergency room (ER) with weakness, symptoms of overdose (blurred vision and lower extremity weakness) so her pump dose was lowered from 95 mcg/day to 51 mcg/day. The ER visit was 9 days after a refill, at the refill there were no changes to dosing and no volume discrepancies. The patient was seen in the office four days after the ER visit, had improvement in walking but still had blurred vision and "legs too loose". An x-ray was taken and "everything looked fine". Fifteen days after the office visit, on the day of the initial report, the patient returned to the office and "still had" blurred vision and weak legs. The pump was accessed, the expected residual volume was 15.5 ml, the actual residual volume was 20 ml, the amount that was filled on (B)(6) 2013, the last fill. It "appeared" that the patient did not get any meds. Event logs obtained, "all looked normal"; it was noted that the patient had an MRI, "so a motor stall occurred". The reason for the MRI was not reported, nor was a motor stall recovery. It was noted that the patient "feels like she is getting too much medication". The healthcare provider also indicated that 19 ml had been entered in the programmer at the time of the refill on (B)(6) 2013, not 20 ml which was the actual volume in the pump. It was also noted that the patient was not on any oral medications. The plan was to reduce the dose "again", and "to see if the patient responds", and "just observe for a few days". The device system was used to infuse lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model 8709, lot# j10903r27, implanted: (B)(6) 2001, physician programmer. Model 8840, serial# unknown, implanted: na, explanted: na. (B)(4).

Event description:
It was later reported that the cause of the overdose symptoms was unknown. On (B)(6) 2013, the patient was seen in the ER and the dose was decreased from 95 to 50 mcg/day due to the lower extremity weakness. An MRI was done the same day and was ¿unremarkable¿. The patient was discharged from the ER the same day and was ¿ok¿. On (B)(6) 2013, the patient was still at 50 mcg with improvement to legs/increased strength. An x-ray was done the same day and the pump and catheter were ¿ok¿. On (B)(6) 2013, the dose was decreased to 24 mcg/day. On (B)(6) 2013, the patient was back to baseline with leg strength as before and vision normal. The pump was programmed to 45 mcg/day and the patient had been ¿ok¿ since. There was no surgical intervention. The patient recovered without sequelae.